Event description:
On (B)(6) 2009, a company representative reported that the pt pulled the insulin cartridge from the infusion device during training and the plunger became stuck to the piston rod. A full cartridge of insulin was spilled into the infusion device. The pt was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.